Event description:
During two endoscopic retrograde cholangiopancreatographys (ercp), the physician used two cook fusion omni ercp catheters. In both procedures, the wire guide stripped out of the catheter so badly it pulled out the wire from the duct, causing the physician to loose access. The physician recannulated using a sphincterotome instead. See mdrs 1037905-2013-00161 and 1037905-2013-00162. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our laboratory eval of the product said to be involved could not confirm the report as it was described due to the condition of the returned device. The breakthrough channel has been fully utilized, therefore, preventing a functional test to be conducted. During the visual examination, it was noted that the outer edges of the catheter channel are extensively ripped and small catheter shreds were noted. The ripples were noted to start at approx 50 cm from the proximal end of the purple shrink tube. In the same area of the catheter tubing approx 50 cm from the proximal port, a twist in the tubing was noted. Two thread-like frays were observed at 37 cm and 50 cm from the proximal port. Since the breakthrough channel has been fully utilized, functional testing of the zip exchange channel was unable to be performed. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions, such as pt anatomy, endoscope position, or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Resistance in wire guide and wire guide lumen separation can occur if the catheter becomes damaged (ie, kink or bend). A kink in the catheter can occur if the device receives added pressure during advancement through the endoscope or general handling. The instructions for use caution the user the elevator should remain open/down when advancing or retracting the catheter. If the elevator of the endoscope is placed in the closed/up position with the catheter inside the accessory channel, this could cause a kink in the catheter and lead to wire guide and wire guide lumen separation difficulty. Instructions for use states for best results, wire guide should be kept wet. Prior to distribution, all fusion omni ercp catheters are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.